Event description:
During troubleshooting, with the customer, for a slow flow supply alarm that appeared on the homechoice (hc) machine during use, while the patient was connected in dwell 1. The registered nurse (rn) stated she had 4 bags connected. When the alarm occurred the rn stated she had disconnected one supply bag that was empty and connected a new bag to the same line. The rn resumed prime and the alarm repeated. The technical service representative (tsr) advised the rn that it is not recommended to disconnect and reconnecting bags using the same supplies. The tsr advised the rn to end therapy and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single-use product was confirmed; however, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.